Event description:
It was reported that the pt experienced a lead malfunction. The pt was unable to feel any stimulation sensation. Additional info has been requested from the hcp, but was not available as of the date of this report.